Event description:
During daily inspection, customer observed that device ECG quik look function via the therapy cable was not functioning properly. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported intermit issue. Physio checked the device internal connections and determined the root cause of the reported problem to be a loosely connected therapy cable connector. The therapy connector was reseated and proper device operation confirmed through functional and performance testing. The device was returned to the customer for use.